Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured." No adverse trend was indicated. As received, the port was returned with 21cm of catheter tubing; the catheter had been trimmed at the 21cm marking and connected to the port. Visual inspection of the catheter tubing noted a hole between the 13-14cm markings; ~7cm from port housing. The hole was longitudinal in nature (~0.8cm long), which is consistent with a catheter tubing that has been over-pressurized. Dimensional check: the catheter was sectioned just proximal from the hole. Visual inspection of the cross-section does not show any abnormalities or thin spots. The following dimensions on the catheter were verified using pin gauges and calipers: tubing ID: sample met specification of .060±.002"; tubing od: sample met specification of .105±.002". The reported complaint description is confirmed for fluid leakage. A definitive root cause for the hole in the catheter tubing could not be determined based on sample review, however, it is likely that the tubing was over-pressurized during use. (B)(4).

Manufacturer narrative:
It has been indicated that the used port/catheter will be returned to angiodynamics, however it has not yet been received. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported port will be removed due to "areas of contrast extravasation into the body wall along the course of the left subclavian port catheter consistent with catheter leaks." It was indicated that the removed device will be returned to angiodynamics for evaluation.